Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, closing the clip, the patient's v-waves increased and their blood pressure dropped. Imaging showed tissue damage occurred. Therefore, the device was removed and the procedure was discontinued. Mr remained at a grade of 4+. The patient was then transferred to the ICU with a balloon pump. There was no clinically significant delay in the procedure. On (B)(6) 2025, the patient underwent a mitral valve replacement procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported tissue injury/damage resulting in hypotension and arrhythmia cannot be determined. Tissue injury/damage, arrhythmia and hypotension are known possible complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, closing the clip, the patient's v-waves increased and their blood pressure dropped. Imaging showed tissue damage occurred. Therefore, the device was removed and the procedure was discontinued. Mr remained at a grade of 4+. The patient was then transferred to the ICU with a balloon pump. There was no clinically significant delay in the procedure. On (B)(6) 2025, the patient underwent a mitral valve replacement procedure.